Event description:
The customer reported the system shut down on it's own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the customer replaced the bios coin battery in the computer. The system operates as intended.